Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.